Event description:
Related manufacturer reference number: 1627487-2022-07005. It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of both leads. The patient underwent a surgical procedure on (B)(6) 2022 during which both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Exact date of event is unknown.